Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller contacted nas and they attempted to transfer the caller, but the call was dropped off the line. It was stated that the patient was having problems with charging. The caller called back in and talked about the recharging issues. The caller did not seem well versed on the systems and implied that the patient had 2 rechargeable ins¿. The caller said that they saw 6 coupling boxes but when the patient checked the ins the programmer said ¿low.¿ it was asked what quartile was flashing on the recharger, but the caller didn¿t know due to eating lunch. They were unable to check the status. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type implantable neurostimulator medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was getting poor coupling and it was taking too long to charge on the right side. Troubleshooting was done by turning the antenna dials through all 4 positions, but it did not resolve the issue. The caller did get 2 bars once and then the second time al was performed they received 4 boxes. The patient said that they did have to feel around for their ins, but it didn't seem like there was any movement. It was also noted that the caller was getting poor communication on the left side. They had difficulty connecting every time they tried to recharge the ins. The attempted the al steps and then a recharge session, but it did not resolve the issue. They got the reposition antenna screen. The caller said that the ins seemed to be lower in the breast, but it seemed secure. It was reviewed that the ins should be checked by either the hcp or a rep. There were no further complications reported.